Manufacturer narrative:
Concomitant product: abstack20 5 mm sgl use abs dev 20 tacks (lot# n8l379), abstack20 5 mm sgl use abs dev 20 tacks (lot# u8k57), abstack20 5 mm sgl use abs dev 20 tacks (lot# u8k116). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions to small intestine, recurrence, and mesh detachment. Post-operative patient treatment included abdominal wall reconstruction.

Manufacturer narrative:
Additional info: a1, a4, a5b, b2, b5, b7, e1 (street 1, city, region, postal code), g1, h4, h6 (patient codes), (&) additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions to small intestine, recurrence, mesh detachment, dehiscence, pain, cramping, constipation, heartburn, scar tissue, scar deformed, (&) enterotomies. Post-operative patient treatment included abdominal wall reconstruction, excision of scar tissue, lysis of adhesions, hernia repair with component separation, mesh revision, hospitalization, (&) pain control with fentanyl patch.

Manufacturer narrative:
Additional information: a4, b5, b7, d8, h6 (ime codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions to small intestine, recurrence, mesh detachment, dehiscence, pain, cramping, constipation, heartburn, scar tissue, scar deformed, enterotomies, inflammation, feeling of skin being set on fire with a propane torch, and urinary incontinence. Post-operative patient treatment included revision surgery, abdominal wall reconstruction, excision of scar tissue, lysis of adhesions, hernia repair with component separation, mesh revision, hospitalization, pain control with fentanyl patch, and medication.

Manufacturer narrative:
Correction: h6 (ime code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.